Manufacturer narrative:
At time of this report the investigation is still ongoing. When the investigation is complete the report will be updated and a follow up medwatch will be submitted. The full event site name is: (B)(6) hospital (B)(6).

Event description:
The following was reported. During a surgery the table performed an unwanted movement and tilted slowly to the right. The patient was not affected. The surgery was delayed for approximately 30 minutes. (B)(4).

Manufacturer narrative:
A getinge-maquet field service engineer has investigated the affected table. The malfunction occurred due to a leakage at a hydraulic cylinder. The cylinders sealing was defective. The table was manufactured in 2007 and in use for more than ten years. We assume that wearing and aging have caused the described malfunction. The table was repaired and the cylinder renewed. We have reviewed the complaints database concerning similar issues for the last three years. An issue is regarded as similar in case the same hydraulic cylinder is affected and the case was found to be reportable to any competent authority. No similar issues were found in the years 2018, 2019, 2020 and 2021 till the 17th of march 2021. The initial reporter phone number is (B)(6). Getinge-maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Manufacturer reference # (B)(4).